Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that the cuff was too large for patient's urethra and was not allowing for coadaptation. The cuff was explanted and replaced with a smaller one. There were no additional patient complications reported.